Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
E complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. An internal inspection found damage consistent with an attempted repair being performed as well as the original components removed and not returned for evaluation. As a result of the device being tampered with, root cause could not be firmly established. The damaged parts were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.